Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The footpedal powered up and functioned properly passing the rotablator functional test. The rotablator console was tested. The rotablator console powered up and functioned properly passing the rotablator functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Bsc ID: (B)(4).

Event description:
It was reported that a display issue occurred. The target lesion was located in the proximal left anterior descending artery (lad). A rotablator rotational atherectomy system console was selected for use. During preparation outside patient, it was noted that the device was not showing speed when forwarding. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. The target lesion was located in the proximal left anterior descending artery (lad). A rotablator rotational atherectomy system console was selected for use. During preparation outside patient, it was noted that the device was not showing speed when forwarding. No patient complications were reported and the patient status was stable.